Manufacturer narrative:
A philips technical consultant (tc) was at the customer site to resolve a time issue with the pic ix, when the issue with no sound coming from the speaker was discovered. To resolve the issue, the tc reloaded the pic ix software. Reloading the software resolved the issue; the tc verified proper operation of the device. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. The device was operational after reloading the software. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was no sound coming from the speaker, during a setup test. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.